Event description:
While surgeon and assistant were using the 3m precise pgx-35w skin stapler for skin closure according to manufacturer's instructions, the staplers continued to jam. Two subsequent, a total of three staplers, were identified as having the same issue. (2) of the staplers were lot #, 202305js, (1) was lot #, 202307kb.